Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys vitamin d total iii on a cobas 6000 e601 module. The samples were repeated after switching over to a new reagent pack and testing controls. The first sample initially resulted in a vitamin d value of 49.27 ng/ml and it repeated as 22.17 ng/ml. The second sample initially resulted in a vitamin d value of 83.53 ng/ml on (B)(6) 2024 and it repeated as 25.77 ng/ml on (B)(6) 2024. The third sample initially resulted in a vitamin d value of > 120.0 ng/ml with a data flag on (B)(6) 2024 and it repeated as 15.98 ng/ml on (B)(6) 2024. The customer deemed the repeat values to be the correct values.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and quality controls were acceptable. Based on the provided data, a general reagent issue can be excluded. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.